Manufacturer narrative:
(B)(4). It was reported that on an unreported date, the patient was recovered from the peritonitis event (previously reported as unknown outcome). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. On unreported date, the patient was treated with fortum 1 gram daily (route and duration not reported) and vancomycin 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).